Event description:
The user facility reported that the device was heating up prior to a surgery. The case was completed successfully with no delay, medical intervention, or adverse consequences to the patient.

Event description:
The user facility reported that the device was heating up prior to a surgery. The case was completed successfully with no delay, medical intervention, or adverse consequences to the patient.